Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary testing revealed no pacing output when device was programmed. The no output condition was the result of lifted hybrid bond wires.

Event description:
The device was explanted after the patient's death, returned to the manufacturer for analysis, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary testing revealed no pacing output when device was programmed. The no output condition was the result of lifted hybrid bond wires.

Event description:
The device was explanted after the patient's death, returned to the manufacturer for analysis, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Additional information received via follow up reporting that the patient had been seen in the clinic on (B) (6) 2009 and "the device was working properly."